Event description:
It was reported that the right ventricular lead exhibited failure to capture. An x-ray was performed, and it was discovered that the lead dislodged. The physician attempted to reposition the lead however, the helix was unable to extend. The lead was explanted and replaced. The patient was in stable condition.